Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt's mother reported the insulin delivery of the infusion device is too low. On (B)(6) 2011, pt woke up and felt very sick and threw up. Blood glucose was 584 mg/dl, and he was positive for ketones. Mother administered 7 i.e. Via the infusion device. This was not successful. Mother changed the infusion set and cartridge twice. On (B)(6) 2011, blood glucose was still elevated and mother called physician. Physician believes the infusion device delivers too little insulin and advised pt to start using his backup infusion device. Pt corrected hyperglycemia via an insulin pen. Mother reported blood glucose was under control after pt did this. Infusion device was not exposed to electromagnetic fields or water. Infusion device was replaced and requested for eval. The pt did not require assistance from a health care professional or second party to address the issue. Add'l details were not provided.